Event description:
Patient was revised to address dislocation. The stem was disassociated from the sleeve. The surgeon pounded the stem back into the sleeve, slightly changing the version of the stem and replaced the head. The stem and sleeve were not exchanged. The liner was not depuy product.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. It has been reported that the depuy femoral head was implanted with a competitor manufactured liner. This use of the depuy device is not recommended. Based on the investigation the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.